Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was explanted.

Manufacturer narrative:
Concomitant medical devices: addrl1 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented with syncope. The right ventricular (rv) lead was oversensing. The lead was reprogrammed and the issue resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.